Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 131.0 and 132.5 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The introducer sheath had a bend approximately 29.0 cm from the proximal end. Conclusions: evaluation of the returned pod8 revealed kinks distal to the pusher assembly mid-joint. If the device is forcefully mishandled during preparation for a procedure, damage such as a kinked pusher assembly may occur. If the pusher assembly is kinked prior to insertion of the device into a parent catheter, resistance may be experienced during advancement. During functional testing, the pod8 was advanced through a demonstration rhv and microcatheter with resistance experienced while advancing the kinked location of the pusher assembly through the rhv. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 kit (kit). During the procedure, the physician successfully made one pass using penumbra system 3max reperfusion catheter (3maxc), penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). While attempting to advance jet7 over the 3maxc to make the second pass, the jet7 was kinked, therefore, it was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), same 3maxc and same neuron max. There was no report of an adverse effect to the patient.